Event description:
Twos (t-wave over-sensing) triggering a lead integrity alert. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).